Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely and transmitted a yearly scheduled report via her home monitor. Upon review of the transmission, it was noted that the battery was estimated at 8.9 months remaining. Previous monitoring report from (B)(6) 2018, the battery was estimated at 2.1 years. It was suspected that the battery was depleting quicker than anticipated. No intervention was performed. It was discussed to have the device replaced once it is near the elective replacement indicator. The patient was stable and will continue to be monitored.